Event description:
The recipient experienced a displaced magnet following an MRI. On (B)(6) 2019, the recipient underwent magnet replacement surgery.

Manufacturer narrative:
Advanced bionics considers the investigation of this reportable event as closed. The magnet was discarded and will not return to the company for analysis. The recipient resumed device use and there are no further complaints with the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.